Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube was unable to be connected to oer-elite because the connecting part of the connecting tube was broken by external stress or something such as foreign material was caught. As the cause of the external stress, olympus considered the user applied force in incorrect direction. However, a definitive root cause of the reported issue could not be identified. The following is included in the instructions for use: "preparation and inspection - move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing they observed that the connecting tube cannot be connected in the reprocessing basin. There were no reports of patient harm associated with this event.